Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. No serial numbers were provided so no device history record could be reviewed. Conclusion: conclusion: based on the information available, no conclusion can be drawn with this event. At this time, it is unknown if this event had previously been reported or if any device was returned for analysis. Should additional event information be received, a follow-up report will be provided to FDA with the findings. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a journal article in the journal of cardiac surgery; (B)(4), referencing previous research regarding the hancock bovine xenograft in right ventricular outflow tract (rvot) reconstruction, and reports 75% freedom from reoperation at five years. The article reports that the xenograft has been linked in some cases to compression of the coronary arteries and other structures by the metal re-enforcing valve ring. No further details were reported.